Event description:
String had broken off. Spent hours trying to take it [tampon] out as I couldn¿t [foreign body in reproductive tract]. Put in [tampon] when string had broken off immediately [complication of device insertion]. Discomfort - vagina [vulvovaginal discomfort]. String had broken off - tampon [device breakage]. Case narrative: consumer reported via email that the tampon string had broken off. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.